Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental form.

Event description:
It was reported that a pt underwent a gynecological procedure in 2009. During the procedure, the hand piece worked for about 2 minutes and then completely stopped working. The motor would not turn. The case was successfully completed with a second device with no adverse pt consequences.